Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). The original device history record is no longer applicable as the manufacturing date is 2013. A review of past service history was performed and no records of the services performed were found. The device was received in fair condition with the hose and power cord. Visual and functional inspections were performed. Device was opened and all connections were inspected for integrity; all were found acceptable. Temperatures were checked by an digital voltmeter and a temperature probe and found that when the temperature was set at the 40 degree setting, the resulting temperature after 3 hours was 38.73. This is outside the allowable limit of +/- 1 degree c on the low end. There were no alarms during testing. An 100 percent occlusion test was performed and the device alarmed for 22 seconds, which passed the check. The device was tested over temperature alarm points at 36, 40, and 44 degrees. The alarm activated at 40, 44, and 48 degrees respectively and were all found to be within tolerance. Device functions as intended. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. With the device measuring outside of allowable +/- 1 degree at the 40 degrees setting, the device will be sent for calibration and testing.

Event description:
It was reported that the patient obtained burns while using the snuggle warm upper body convective warming blanket. It was noted that the hose and the blanket were extremely hot to touch. At the end of the surgery, the patient was noted to be very red and had 3 blisters on torso, 3 blisters on right arm and smaller blisters on his left arm.